Event description:
The patient's father called animas alleging there were air bubbles in the cartridge. He said the patient had elevated blood glucose levels starting on (B)(6). He changed out the infusion site four times in two days and denied any infusion set issues. On (B)(6) the hcp advised that the patient be given an injection by a syringe and the patient's blood glucose levels came down to normal. The patient was then put back on pump therapy on (B)(6) at 2 am when she had a blood glucose level of 191 mg/dl. She woke up in the morning with a blood glucose level of 500 mg/dl with nausea, vomiting, and ketones present. The pump's basal and bolus doses add up to the total daily dose. Pump alarms were adequately recorded in the pump history. The patient's insulin filling technique was noted as correct and the patient was inspecting and removing air bubbles. The patient's parents will reportedly speak to the hcp to restart manual injections of insulin to treat the patient's blood glucose levels. This complaint is being reported because there were reportedly air bubbles in the cartridge and the patient suffered elevated blood glucose levels.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. The lot number of the cartridges were not provided so animas cannot conduct a lot review. No conclusions can be made at this time.